Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with a severe infection in the pocket. The patient had experienced a syncopal episode leading to their falling and opening the pocket a few days prior to this event. The lead was capped and replaced on (B)(6) 2013.